Event description:
Boston scientific received information that this right atrial lead experienced a lead safety switch due to pacing impedances below 100 ohms. In addition to the low impedances, noise was also noted on the lead. At a in clinic follow up, the noise could be recreated with pacing impedances around 290 ohms. A revision procedure was performed to surgically abandon and replace the right atrial lead. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was sugically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.